Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number:2017865-2020-13963. It was reported that the patient presented in clinic for a follow-up. Upon review it was discovered that the right atrial and the right ventricular leads exhibited noise and insulation damage. The leads were explanted and replaced. The patient was in stable condition.